Event description:
No readout on manometer needle or digital readout. Menometer on airway pressure was sticking at minus 20. Pt was receiving breaths from ventilator but not reading out exhaled volume or registering on manometer needle. Pt required bagging while ventilator changed out. Co rep replaced q3 flow sensor and vent passed testing. Service recap on 5-31-96. Ventilator settings at the time 50% 02, rate 8, tidal volume 700, peep 0.